Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: unk. (B)(4). The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time.

Manufacturer narrative:
During an internal review of the complaint file on february 25, 2016, it was found that the UDI number provided in the 3500a report was incorrect as the full UDI number was not provided. The full UDI number is (B)(4). An internal corrective action has been opened to prevent this issue. (B)(4).

Manufacturer narrative:
(B)(4) it was reported that while a patient underwent an ablation procedure with a navistar thermocool an electrocardiogram (ECG) noise interference event occurred. Noise appeared on all channels, intercardiac (ic) and body surface (bs). The bwi failure analysis lab (fal) received the complaint catheter for evaluation of 12/20/2015. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.

Event description:
It was reported that while a patient underwent an ablation procedure with a navistar® thermocool® an electrocardiogram (ECG) noise interference event occurred. Noise appeared on all channels, intercardiac (ic) and body surface (bs). Additional follow-up responses indicated that there were no available ECG/EKG signal s for the physician to monitor the patient¿s heart rhythm. The procedure was completed successfully with a similar-like device. The bwi failure analysis lab received the device for evaluation.